Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using two prostyle devices after an interventional procedure using an 8f sheath. Reportedly, the suture broke during suture management of the two prostyle devices. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was confirmed as a material separation of the suture from the vessel due to mal position of the device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the device was either sub optimal, had a partial capture of vessel, or there was friable vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.